Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a breakdown of the rubber in the port of the maxplus positive connector that leaked upon disconnection from a patient. There was no patient harm.